Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient underwent a CT scan. The scan noted mural thrombus within the outflow graft without evidence of obstruction. There were no visible kinking noted. The patient had no change in clinical status during the event. During admission, the patient underwent right heart catheterization and echocardiogram. On (B)(6) 2020, the patient had a surgical outflow graft revision. A repeat echocardiogram was performed and noted 26% ejection fraction (ef), mild mitral regurgitation, tricuspid regurgitation, and aortic insufficiency. The aortic valve was noted to be opening minimally and infrequently. A right anterior thoracotomy was performed. A significant amount of debris was found and removed between the gortex and graft. The deposits were noted to be proteinous. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of outflow graft compression could not be confirmed through this evaluation as no images were provided and the device remains in use. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that during a follow up visit on (B)(6) 2020, the patient underwent a CT which revealed a mural thrombus within the outflow graft cannula but no evidence of obstruction. The outflow conduit was patent and connected to the ascending aorta without kinking, and the patient reported no change in clinical status. The plan was to admit the patient for right heart catheterization (rhc), a ramp tte, an echo, and a return to the operating room (or) for an outflow graft (ofg) revision. The patient was admitted on (B)(6) 2020 with the surgical revision scheduled for (B)(6) 2020. An echo done during admission showed a 26% ejection fraction (ef), mild mitral regurgitation (mr) and tricuspid regurgitation (tr), no aortic stenosis (as), and moderate aortic insufficiency (ai). It was also noted that the aortic valve opened minimally and infrequently, pulmonary artery pressure (pap) was 25/10, and central venous pressure (cvp) was 7. Prior to the procedure, vad parameters were recorded at 4.0 lpm, 9600 rpm, 2.8, and 5.3 watts. On (B)(6) 2020, a right anterior thoracotomy was performed to reveal the ofg, which was protected by gortex and the bend relief. A significant amount of debris was found between the gortex and the graft, which led to compression of the graft. Debris was also carefully removed from between the bend relief and the ofg. Cultures were taken at the ofg and the deposits were noted to be proteinous. Once the debris was removed, hemodynamics were recorded showing a heart rate (hr) of 80, blood pressure (bp) was 80/73, pap was 32/13, and cvp was 9. Vad parameters were recorded at 4.3 lpm, 9600 rpm, 2.4, and 5.6 watts. Following the successful debris removal, the incision was closed. Multiple attempts were made to obtain the results of the CT images; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU also provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft and states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.